Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the short port btt balloon popped. It was unknown how much air the balloon was inflated with during the procedure. Information for use recommends no more than 25 cc of air. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection found that the silicone outer coating and latex balloon material were torn on the short port body. The complaint was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.